Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable findings documented in b5, non-reportable findings are as follows; indication on flexibility adjustment ring was unclear; forceps channel port, switch box, scope connector cover unit, scope connector case unit, and plug unit all had a scratch; due to damage on the nozzle, water removal ability did not meet the standard value; due to wear of angle wire, bending angle in up direction did not meet the standard value; plastic distal end cover had a chip; connecting tube was snaking; universal cord had coating peeling; and due to clogging of jet tube in control unit, water could not be supplied. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope hose became loose during operation. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: air/water cylinder, air/water tube, and jet tube had foreign objects and the nozzle was clogged. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.